Event description:
Boston scientific received information that this device had a report of inappropriate therapies in (B)(6) 2008 and (B)(6) 2009 due to a sinus tachycardia or supraventricular tachycardia. A review of the stored electrogram from two episodes found that multiple atp attempts and shocks were delivered leading to therapy exhaustion. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device was subsequently electively explanted in (B)(6) 2009.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.